Event description:
The patient mentioned that she started v-go 30 on (B)(6) 2019. The patient stated that she tosses and turns at night while sleeping and the v-go came off of her stomach on (B)(6) in the middle of the night.